Event description:
It was reported that the primary audible alarm failed during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed. A review of the event history log verified the reported problem. It was determined that the most probable cause was a defective speaker. The speaker was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.